Event description:
A peritoneal dialysis (pd) nurse from a user facility reported to fresenius technical support (ts) that they were unable to turn on a liberty select cycler. The nurse stated the display was blank. There were no power outages that had occurred, and there were no issues with the outlet. The power cord was confirmed to be securely plugged in. There were no sounds when the ok or stop buttons were pressed. When the cycler was switched on, the ok, stop, and up/down arrow keys did not light up. It was reported that the issue had occurred several times on the night of the call. The nurse stated they spent forty minutes turning the cycler on and off, but the screen was getting stuck (or freezing) on power-up. At one point, the nurse said the cycler would not turn back on. They plugged the cycler into a different outlet and the screen froze again on power-up. The cycler then came on, and the nurse was able to get into the settings to input a prescription, but within ten minutes the cycler would change the setting and turn off. The power issues continued while troubleshooting throughout the call with ts. A patient was not connected at the time of the call. The nurse was issued a replacement cycler and advised to discontinue use of the cycler. The following day, a different nurse from the user facility contacted ts with an operational question regarding the cycler. The nurse wanted to know if they could use the cycler even though it had a sign on it that read ¿broken¿. The nurse said they were able to power up the cycler and arrive at step 1 of setup without any issues. The ts representative told the nurse that the cycler could be used and advised them to call ts if live troubleshooting was needed. Upon follow-up it was revealed that the cycler had also produced a spark. Although the nurse was told the cycler could be used, they did not use it after speaking with the nurse who had initially contacted ts. It could not be confirmed if a burning smell was also noted. The spark came from the back of the liberty select cycler during an unknown phase of a patient¿s treatment, and the screen of the device then went blank. The patient was moved to a different cycler to perform their pd treatment. The initial reporter was unable to fix the machine, and subsequently contacted ts for assistance. It was confirmed the patient did not experience any adverse effects or require medical intervention. A replacement cycler was sent to the user facility, and the cycler that sparked was scheduled to be sent back for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area, and there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cycler underwent and passed a voltage verification check, a valve actuation test, and a system air leak test. The treatment data check failed. The cycler was unable to hold correct treatment settings. The battery was replaced on the functional board, and the cycler was powered on/off. This resolved the issue, and the cycler was then able to hold correct treatment data. A pre-accelerated stress test (ast) simulated treatment was performed on the cycler without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The front panel assembly was also found to be damaged on the interior. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered during the mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported complaint was confirmed.

Event description:
A peritoneal dialysis (pd) nurse from a user facility reported to fresenius technical support (ts) that they were unable to turn on a liberty select cycler. The nurse stated the display was blank. There were no power outages that had occurred, and there were no issues with the outlet. The power cord was confirmed to be securely plugged in. There were no sounds when the ok or stop buttons were pressed. When the cycler was switched on, the ok, stop, and up/down arrow keys did not light up. It was reported that the issue had occurred several times on the night of the call. The nurse stated they spent forty minutes turning the cycler on and off, but the screen was getting stuck (or freezing) on power-up. At one point, the nurse said the cycler would not turn back on. They plugged the cycler into a different outlet and the screen froze again on power-up. The cycler then came on, and the nurse was able to get into the settings to input a prescription, but within ten minutes the cycler would change the setting and turn off. The power issues continued while troubleshooting throughout the call with ts. A patient was not connected at the time of the call. The nurse was issued a replacement cycler and advised to discontinue use of the cycler. The following day, a different nurse from the user facility contacted ts with an operational question regarding the cycler. The nurse wanted to know if they could use the cycler even though it had a sign on it that read ¿broken¿. The nurse said they were able to power up the cycler and arrive at step 1 of setup without any issues. The ts representative told the nurse that the cycler could be used and advised them to call ts if live troubleshooting was needed. Upon follow-up it was revealed that the cycler had also produced a spark. Although the nurse was told the cycler could be used, they did not use it after speaking with the nurse who had initially contacted ts. It could not be confirmed if a burning smell was also noted. The spark came from the back of the liberty select cycler during an unknown phase of a patient¿s treatment, and the screen of the device then went blank. The patient was moved to a different cycler to perform their pd treatment. The initial reporter was unable to fix the machine, and subsequently contacted ts for assistance. It was confirmed the patient did not experience any adverse effects or require medical intervention. A replacement cycler was sent to the user facility, and the cycler that sparked was scheduled to be sent back for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.